Manufacturer narrative:
(B) (6). (B) (4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage was noted. The details of the lesion are unknown. When the 2.50x32mm taxus liberte system was removed from the protective hoop and stent protector, the physician noticed that the distal edge of the stent was kinked. The procedure was completed with a different device. The patient status is listed as a no problem with complications reported.